Event description:
It was reported that there was a malfunction alarm with code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.